Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 42 mg/dl. The customer also stated the ambulance was called to treat for their low blood glucose. The customer was treated with food for their low blood glucose. It was found the customer accidentally administered a maximum bolus, causing their low blood glucose. The customer declined to troubleshoot any further and requested an insulin pump without a scroll wrap feature. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.